Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a gravimetric high flow test failure. The pump delivered 185.8ml during the customer's testing when it should have delivered 200ml during the 800ml/hr flow rate test. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Additonal information was received from the customer on 12/29/2015. It was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-12078 can be removed from the FDA database.

Event description:
Additional information was received from the customer on (B)(6) 2015. It was stated that the device was within 10% accuracy for the gravimetric flow rate test.